Manufacturer narrative:
Therapy dates - the event was reported to have occurred in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a prismaflex m150 set and a baxter solution bag during therapy. The reporter stated that the system drew air at the connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.